Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 6/19/2017 with the following findings: display is dim/faded (pink). Battery compartment crack below the bumper traveling toward the case seal. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. And cracked battery compartment. This report is made based on the results of an investigation completed on 06/19/2017.